Manufacturer narrative:
This is the first time that this type of failure is reported to pega medical. The information provided by the distributor was insufficient to determine the cause of the failure.

Event description:
Distal fluted portion of the 4mm cannulated drill broke within the femoral canal & remained there when drill was removed. Two additional osteotomies were performed to retrieve the broken portion.